Event description:
Customer reported the system stopped working during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer and associated hardware. System operates as intended. This MDR is related to ge healthcare complaint number.